Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue: the battery life is shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2014 with the following findings: black box review shows no evidence of short battery life and no short battery life was duplicated during the investigation, all currents draws are within specifications no intermittent condition was found to the power circuit.. Unrelated to the complaint, the display is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.